Event description:
It was reported that the pump of this artificial urinary sphincter was not operating as expected, resulting in urinary incontinence. It was noted that the pump had only been in use a short period of time. The device was explanted, and a new aus was implanted. No additional patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned component underwent a thorough analysis. The pump was visually and microscopically examined and tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump. The pump passed functional testing, performing within product specifications. Analysis was unable to confirm the clinical observation of the device not operating as expected. The reported patient symptom is a known risk associated with implant of these devices as indicated in the instructions for use (IFU).

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product has been performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU).

Event description:
It was reported that the pump of this artificial urinary sphincter was not operating as expected, resulting in urinary incontinence. It was noted that the pump had only been in use a short period of time. A new aus was implanted. No additional patient complications were reported.